Manufacturer narrative:
The reagent lot number and expiration date were not provided. General reagent issues were excluded as the result that was believed to be correct was obtained with the same reagent. The customer performed a troubleshooting and the issue was not resolved. Precision failed and qc passed. The field service engineer (fse) checked several parts and performed multiple adjustments on the analyzer. The fse performed decontamination of the solenoid valves. A precision check and qc were performed with passing results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable albumin results from the cobas 8000 c702 module. Sample 01: the initial result was 1 g/l. The repeat result was 42 g/l. Sample 02: the initial result was 0 g/l. The repeat result was 35 g/l. The initial results were questioned and were not reported outside of the laboratory.